Event description:
The complaint received states that during carotid stent implantation, the patient suffered an ischemic stroke, the day after the procedure experienced hypotension and one week post procedure suffered a tia. This is a male patient of unknown age with medical history including arrhythmia, hypertension, and previous ischemic stroke. The target lesion was the left internal carotid artery described as mildly calcified, nontortuous and 70% stenotic. There is no information regarding the presence of thrombus at the target lesion. An angioguard was inserted, tracked deployed and retrieved without difficulties. One precise stent was implanted without report of difficulties. Immediately post-stent implantation while the angioguard was still in place, the patient presented a consciousness disorder and visual field defect, diagnosed as an ischemic stroke. It was noted that the stroke occurred secondary to thrombus that had gone through the filter basket of an angioguard device. There is no information regarding treatment of the stroke or of anticoagulation medication during the procedure. The day after the procedure, the patient experienced hypotension. The symptoms were treated with IV medications and the vital signs returned to baseline values. One week post procedure the patient experienced a tia, heparin was given IV for treatment and the symptoms have resolved. There is no information regarding the antiplatelet therapy for the patient following the stent implantation. The angioguard was discarded and the stent remains implanted, thus both devices are unavailable for analysis.

Manufacturer narrative:
Per lake region report: cordis corporation reported no product would be returned to lake region medical for evaluation; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01996232, which corresponds to cordis lot no. 70308510. This packaging lot contained a total units, which were shipped from lake region medical on april 17, 2008. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Ischemic stroke, hypotension and tia are all well known potential adverse events associated with the carotid stent implantation procedure and are listed in the IFU as such. The IFU suggests antiplatelet and anticoagulation therapy for during and after the stent implantation. The IFU states, "study patients were started on aspirin 81 - 325 mg daily, 72 hours prior to the procedure and continued indefinitely after the procedure unless the patient had an allergy to it or could not tolerate it. Another oral anti-platelet agent, such as ticlopidine (250 mg b.i.d.) Or clopidogrel (75 mg q.d.) Was given pre-procedure (beginning at least 24 hours prior to the procedure, but 48 hours was recommended)... If clopidogrel was used, a 300 mg dose was also given post-stent deployment. If a second oral antiplatelet agent was not given prior to the procedure, then a loading dose such as clopidogrel 300 mg was given immediately post-stent deployment and... If clopidogrel (75 mg q.d.) Was administer for at least two days prior to the stent procedure, the 300 mg dose was not necessary." The IFU also cautions, "in addition to the usual care and the suggested pre-procedure pharmacological regimen, special attention to diagnosis and management of the following conditions are critical for optima patient care: bradycardia/tachycardia, hypertension or hypotension, acute and subacute stent thrombosis, and hyperperfusion syndrome." Review of the information suggests that patient, vessel, procedural and pharmacological factors may have contributed to the reported events. This is one of two products used during the same procedural setting. Please reference MFR. Report #s 9616099-2008-02648.